Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with another of the same device. There were no patient complications nor injurie reported and the patient's status was good.

Manufacturer narrative:
Device evaluaated by MFR: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with another of the same device. There were no patient complications nor injure reported and the patient's status was good.